Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen was discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 01/15/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on testing, the display screen remained blank when the pump was powered on. The pump demonstrated operational audible tones and vibratory function on start up. The pump was opened for investigation and revealed the display screen was cracked. Investigation was unable to confirm or duplicate the original complaint of a dim, faded display screen.